Event description:
It was reported that there was a shocking or jolting sensation. The patient was recharging two days prior and received a jolt up to where the paddle was and off to the side. The manufacturer representative (rep) hadn¿t activated the sensor. There were stimulation/therapy issues. Actions were not taken but were planned. The patient was set up with an appointment to see the healthcare provider (hcp). They would be seen and would troubleshoot. If there was a product issue, it was not resolved and the cause of the issue was not determined. There was periodic jolting sensation when trying to recharge. The patient ran a low grade fever all weekend and hurt from the battery all the way up to the paddle area. The patient had to turn the spinal cord stimulator (scs) off friday prior because it was doing that jolting thing again and was agitating the pain, causing it to worsen. It was causing tingling/vibration down the right leg. The patients back went from feeling pretty good, they could tell that it was improving. The patient was able to put their seat belt on and look left to right as they were backing out of the drive with almost no pain. The back down to the battery was hurting about as bad as the day the patient came home from the hospital. The patient was going to the hcp but the husband noted that since they hurt where the patient hurt, that they should call a different hcp. The patient was advised to call the hcp. The incision at the battery was still red and looked somewhat swollen. The paddle incision looked excellent. The patient was advised to put a little ice on the implantable neurostimulator (ins) pocket to see if that helped with discomfort. The patient was asked if the jolting sensation was secondary to charging or possible positional changes. The patient noted they were just sitting when they experienced the last jolts that worsened their pain and vibrations down the right leg. They had it on the ¿hd program¿ and up until then they felt no vibrations at all. The patient was asked to check the other programs to see if sensation was okay and if jolting occurred with non-hd programs. The rep would follow up with the patient at the hcp office when they had the appointment set. Patient status at the time of the report was alive, no injury. There were patient symptoms associated with the event that included fever, redness, and swelling at the device pocket site. The patient saw the hcp on (B)(6). The patient¿s battery incision was still ¿oozing¿. It hurt, itched, and was still red. The antibiotics were ciprofloxacin hcl 500 mg two times a day. The patient's temperature was ¿99 plus to 100 plus¿. After suggesting to the patient to try another program that morning, the patient reported they used another hd program and was getting pain relief without any further jolting sensations. The patient had not had an appointment set to follow up with the hcp. The program that the patient was on then was working fine with coverage and was not experiencing any further jolting sensations. The patient had spoken with the hcp in the afternoon. The patient was not up for the rep to check the device, so the rep would see the patient at a later date when she felt better. The battery incision had gone from ¿spotting¿ to running. It ran down when they changed the band aid and then it soaked through the band aid and their pants. The patient was sitting on a towel and it was soaking through their band aid and the pants to the towel. It was just spotting. They could wear one band aid all day and it would have a pretty big amount of drainage, but it didn¿t soak through. The patient gave up on changing the band aid because it just soaked through their pants so quickly. The patient hadn¿t been doing anything strenuous, there was no smell. It looked like watery blood but the blood was not quite the shade of blood. They would almost say it had pus in it, maybe not. The patient went on to ask if the rep had seen this with other scs patients. The rep told the patient to follow up with the clinic, if not they would. The rep had not heard back from the patient yet. It was later reported that the patient had an appointment with the hcp. The rep would be there. The next follow-up appointment with the hcp was (B)(6). The patient was going to have surgical debridement of the site the day after the report. There would be possible pocket relocation and possible removal. The patient had not had therapy complaints. If the rep remembered correctly, the patient was asked to discontinue use until the issue resolved secondary to recharging pressure and heat generation during the process. The rep would follow up the day after the report after surgery. The purulent pocket was opened and drained. There was small amount of tissue excised. They cleaned with copious amounts of peroxide and antibiotic solution. The ins and leads were moved from the right to the left buttock. Incisions were packed with vancomycin powder. The penrose drain was left in the infected pocket to facilitate drainage/healing. Cultures were obtained. The hcp noted they would contact an infectious disease hcp to help with treatment for the infection pending culture results. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative (rep) spoke to the patient and they didn't think they had any ongoing infection and felt much better. The patient was supposed to be seen for a follow-up with the healthcare provider (hcp) the day after the report, but bad weather kept them home. The rep told the patient to inform them on how the appointment went. The rep tried to see the hcp but they were not in the office. The patient was feeling much better. The culture site was the implantable neurostimulator (ins) pocket. The cultures were (B)(6). The patient was sent home and had sutures removed the day after the report. The hcp commented everything looked great. The rep met with the patient on friday (B)(6) at the follow-up appointment. All incision sites were clean, dry, and intact with no outward signs of infection. The hcp had released the patient from their care. The patient was receiving good coverage and relief from the ins and had no complaints.